Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient lost therapy due to high impedance. As a result, the extension was explanted and replaced resolving the issue.

Manufacturer narrative:
The cause is consistent with an overstress condition or sudden event that the extension may have been subjected to while still in vivo.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.